Event description:
It was reported from follow-up conducted that the device had malfunctioned. There was no additional information available about the type of malfunction. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193 implantable pacing lead, implanted: (B)(6) 2005-. (B)(4).